Event description:
Following a rotablator procedure, an angio-seal device was placed in position of deployment; however, when the physician pulled vertically to deploy, the collagen was exposed above skin level and persistent puncture site bleeding was noted. Manual compression was held for 10 minutes, followed by the application of a femostop device for approximately one hour. Following removal of the femostop device the physician manipulated the exposed collagen; while he "cinched it up" he inadvertently cut the suture. Later the patient complained of abdominal pain, therefore a CT scan was performed which showed no evidence of a retroperitoneal bleed. The patient's hgb dropped to 7 (hct unknown). The patient was given two units of packed red blood cells (prbcs) and all anticoagulants were discontinued. The patient was discharged home three days following the procedure with a hgb of 11.9 and no further reported complications or sequelae.